Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right ventricular lead exhibited insulation anomaly. The physician believes that the damage was sustained during the implant procedure.the lead was not used and replaced successfully. The patient was discharged in good condition.